Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4).this device case, which does not involve an adverse event, reported by a pharmacy, who contacted the company with a product complaint, concerns a patient of unknown origin and gender.the patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, it was reported that the humapen memoir was showing the error "8c" and kept showing it until after quite some time a unit scale showed on display. This humapen memoir was received on 2-mar-2010 and on 3-mar-2010, it was identified to be showing missing dose segments in the dose units. Lot number is 0902c02 and associated product complaint is 1207440.the operator of the device, training status, and the length of use of the device were not provided. The device was returned. It was unknown if the patient would continue using a humapen memoir device.edit 3-mar-2010: added non-medically significant reporter information.